Manufacturer narrative:
Device evaluation summary: it was reported that a 31 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 475cc and reported deflation on the right breast implant; however upon explantation, the device was intact. As a result, the patient underwent removal of the implant on (B)(6) 2018. The device was discarded; however, a picture of the device was provided. Based on the photo, the implant appears intact; therefore, the complaint was not confirmed. No further investigation can be performed at this time. No corrective actions are required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 475cc saline breast implant, catalog # 3502475, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 475cc and reported deflation on the right breast implant; however, upon explantation, the device was intact. As a result, the patient underwent removal of the implant on (B)(6) 2018.